Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of bacterial peritonitis in a (B)(6) patient coincident with extraneal viaflex therapy. On (B)(6) 2011, the patient experienced bacterial peritonitis and was hospitalized that day. On the same day, the patient was treated with unspecified intravenous (IV) antibiotics. On the same day, the peritoneal dialysis (pd) catheter was removed, extraneal was discontinued and the patient was switched to hemodialysis. The root cause of the bacterial peritonitis was unknown and the severity was considered serious. At the time of this report, the patient remained hospitalized and the bacterial peritonitis was ongoing. The nurse believed the event of bacterial peritonitis with culture positive for acinetobacter was not related to extraneal viaflex therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.